Manufacturer narrative:
H6: investigation summary: one photo was received and evaluated. The photo depicted a loose 1ml ll syringe with needle attached. A clear unidentified liquid was observed to be inside the fluid path of the syringe. A portion of the liquid was observed to also be present past the stopper near the barrel¿s flange area. Potential root cause for the leakage past stopper defect could not be identified based on the one photo received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe medication leaked past the stopper. The following information was provided by the initial reporter, translated from chinese to english: during the use of a 7240921 batch syringe that day, after drawing the liquid into the syringe, it was found that the liquid dripped from the tail of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe medication leaked past the stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: during the use of a (B)(4) batch syringe that day, after drawing the liquid into the syringe, it was found that the liquid dripped from the tail of the syringe.